Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis revealed that the distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction.

Event description:
It was reported that the right ventricular (rv) lead exhibited a possible fracture, high impedance, high thresholds and was unable to capture at the highest output. The rv lead was capped and replaced. It was also reported that during the placement of the left ventricular (lv) lead, the replacement rv lead dislodged. When the physician tried to reposition the rv lead, the helix was retracted and upon placing in a new position would not extend. The replacement rv lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4 bi-v ICD, (B)(6) 2015. (B)(4).